Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information the malfunction, cylinder leak.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the corrected event date. A titan otr pump and two cylinders were received for evaluation. The inlet tube and connector were detached for testing purposes. Examination and testing of the returned components abrasion on all tubes of the pump. No functional abnormalities were noted with the pump, either cylinder or detached tubing with connector. The information received indicated a cylinder leak, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation and update the codes. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.